Manufacturer narrative:
Date rec¿d by MFR : 22mar2019. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22march2019. (B)(4). The manufacturer's international service technician did not perform repairs on the device. No parts were returned to philips for failure analysis, therefore, a root cause could not be established.

Event description:
The customer reported a battery failure. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.